Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo service technician. The technician reported that he was able to reproduce the handpiece errors. The max drive board, the phaco controller, and footpedal were replaced and the technician received no more handpiece errors. The system is continued to be in service and has not had any further issues.

Event description:
During a cataract extraction procedure, the clinic reported a patient went into respiratory arrest due to prolonged sedation and delay of five to six minutes of surgery. The clinic reported during surgery, the machine displayed various handpiece errors including impedance and priming errors. As a result, the clinic was not able to tune handpieces. The cataract procedure was completed by using a back up machine and the patient was hospitalized overnight to monitor. The patient was discharged and is doing well. The clinic indicated the patient suffered from dementia. The patient was administered propofol as an added sedative due to the patient's preexisting condition of dementia.